Event description:
The source literature reported that during a randomized comparison study regarding the safety and effectiveness of right ventricular (rv) and his bundle pacing (hbp) on left ventricular (lv) pacing-induced cardiomyopathy, lead implant difficulties were observed. In four patients, the lead was attempted to be implanted for hbp, but loss of capture was noted during the procedure. The physician elected to implant the lead into the rv to resolve the event. The study concluded that in high-risk patients, rv pacing led to the decline in the lv ejection fraction which contributed to pacing-induced cardiomyopathy, in comparison to hbp. No adverse patient effects were reported.